Manufacturer narrative:
The returned cable was evaluated. The cable failed visual inspection due to torn outer jacket at the bend relief area at the connector causing exposed kevlar, wire jackets, and outer shield. During functional evaluation the cable passed all functional testing. The cable was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event.

Event description:
It was reported that there were broken rd ge cables and questionable spo2 values. Returning 6 rd ge 4085 cables. Exposed wires at the sensor connection. No consequences or impact to patient.